Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) had to recharge the ipg on a daily basis prior to losing stimulation approximately a month ago . As such, the ipg was inoperable. In turn, surgical intervention was undertaken to explant and replace the ipg which resolved the issue.

Event description:
Follow-up revealed the ipg was implanted in (B)(6) 2016.